Event description:
Used the ab energizer for 2 weeks without problems. The last time used belt with 4 electrodes on low setting. One electrode malfunctioned and went to the highest setting on its own. Entire stomach pulled up into a painful spasm. Severe pain and area of electrode red/inflammation. Occurred one month ago and still has intermittent pains - like needles pinching. Rptr requests that someone contact them regarding this product problem.